Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed programming options for this patient. The caller stated that the srd time was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain and shortness of breath and didn't know if she had received a shock. A boston scientific representative confirmed there was an episode where the patient received seven shocks. The representative stated she could not recall if shock therapy was exhausted. The arythmia was 1:1 atrial tachycardia (at) and sustained rate duration (srd) timed out. No adverse patient effects were reported.